Manufacturer narrative:
H3, h6: the navio surgical system japan, pn: rob00043, sn: (B)(6). Used in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case/log files were provided and reviewed. The user was attempting to move forward to the post-op rom screen, however the log files indicate that the system had crashed at the cut tibia screen when the user was in the ¿visualize cut¿ mode, confirming the complaint. Further analysis of the logs indicate that the user had pressed the ¿remove purple¿ button when having gone into the visualize cut mode after transitioning from checkpoint verification to cut tibia (in visualize cut mode). Going through the workflow in this sequence and pressing the ¿remove purple¿ button is an occurrence of a known software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a navio tka procedure, the monitor froze during rom check and, then, an error message appeared and the display went back to case information. After that, the procedure could be continued with review operation. No surgical delay was reported. No patient injury or other complications were reported.